Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. It was found that the hybrid failure disappeared during analysis.

Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) was unable to be interrogated while still in the packaging. The ipg was not implanted. No patient complications were reported as a result of this event.